Event description:
Medtronic (B) (4) received information that after coming off bypass, this root cannula was being taken out. The blue tip of the cannula fell off into the patient's chest and had to be picked out by the surgeon.

Manufacturer narrative:
(B) (4). Device history review is pending. No device has been returned for analysis yet. Results code: device history review is pending. No device has been returned for analysis yet. Cause of event cannot be determined. No product has been returned for analysis. Conclusion: the cause of this event could not be determined at this time. It is expected that product will be returned. Once analysis and further investigation has been completed, this event will be updated and a supplemental report will be filed.